Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, using antibiotics pre-operatively, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient does not have pre-existing conditions. However, the IFU was not followed as the site was irrigated with bulb syncing before closure rather than antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to non-compliance to the IFU as the site was not irrigated with antibiotic solution before closure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection around their pocket sites. Antibiotics were prescribed and an explant procedure was performed on (B)(6), 2023. The patient is healing well and doing good. No further issues have been reported.